Event description:
A tandem mobi cartridge alarm was reported by the caller, leading to the customer's blood glucose level exceeding 500 mg/dl. The customer managed the high blood glucose by administering a correction injection using an alternate method and did not require emergency third-party assistance. Technical support confirmed the alarm, instructed the caller on proper cartridge handling, and successfully guided the customer to load a new cartridge and resume insulin therapy, resolving the issue.